Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died post-procedure. An angiojet® ultra pe catheter was used for a pharmomechanical thrombectomy treatment procedure of a pulmonary embolus. During the procedure the catheter was noted to be leaking into the console. There were no reported patient complications during the procedure; however it was reported that the patient is now deceased. Additional information has been requested but has not been able to be obtained at the time of this report.